Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant /reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that it was difficult to remove the foley catheter from the patient. The complainant reported that the catheter was ultimately pulled from the patient by urology. Per additional information received from the complainant via email on (B)(6) 2019, the balloon was reportedly inflated with 10cc water and the patient experienced discomfort with the use of the catheter; no medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was difficult to remove the foley catheter from the patient. The complainant reported that the catheter was ultimately pulled from the patient by urology. Per additional information received from the complainant via email on 07jun2019, the balloon was reportedly inflated with 10cc water and the patient experienced discomfort with the use of the catheter; no medical intervention was reported.